Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, the impedance measurements on the right ventricular (rv) lead were 1,900 ohms. Two days post-implant, the impedance measurements on the rv lead had increased and there was loss of capture. A chest x-ray did not confirm any lead movement, but the measurements suggested dislogement. As a result, the revision procedure was performed. The rv lead could not be repositioned due to helix issues. The rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an partly extended position. Visual inspection found dried blood/tissue around the helix. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported clinical observations.